Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment, the valve was 2/3 released and the valve dislodged. In attempting to recapture the valve, the deployment handle was turned the incorrect direction and the valve was inadvertently released. The valve was left in the ascending aorta. Subsequently, another transcatheter bioprosthetic valve was implanted in the proper position. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.